Event description:
During the implantation preparation before the surgery, it was noted the leakage of the valve. It seems to be from silicone housing but it is unknown. No adverse consequences and no delay in surgery. (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation, the valve was visually inspected and a tear/cut in the silicone housing was noted. The root cause of the tears/cut in the silicone housing could be due to a sharp or pointed object coming into contact with the silicone housing during implant or explant but this could not be confirmed. Review of the history device records confirmed the valve conformed to the specifications when released to stock. As noted in the IFU silicone has a very low cut / tear resistance. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.